Event description:
Report was received from the USA stating that the device would not secure the attachment during surgery. It is known that ther were no injuries. It is unk if med intervention occurred. There was no additional info provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the reported condition of "will not secure attachment" could not be confirmed. However, during service and repair, device failures were found but were not related to the reported event. If additional info is received, a supplemental report will be submitted. (B)(4).